Event description:
It was reported that the patient with this pacemaker presented to the emergency room with diaphragmatic stimulation. Upon further review, it was noted this device was in safety mode. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.